Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge dropped from 140 units of insulin to 55 units of insulin suddenly. The customer's blood glucose level was not impacted. The customer declined troubleshooting for the reported issue. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.